Manufacturer narrative:
It was reported that the syringe leaked and that its needle "stayed in place once removed from the injection site." No serious injury or adverse impact to a user or a patient was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. A sample was returned for evaluation. Visual and functional testing was unable to confirm or reproduce the reported problems/issues as the needle remained attached to the syringe and no leakage was observed. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the syringe leaked and that its needle "stayed in place once removed from the injection site."